Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high and low blood glucose on the insulin pump. The customer's blood glucose level was 133 mg/dl. The customer was hospitalized due to low blood glucose. The customer had a emergency room visit due to thinking she hd injected all 140 units of insulin. The customer does not have time to continue providing the full details of this event.